Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ag9e. Investigation summary: the analysis results showed that three gst60b cartridge reloads were received unfired, with the pan partially dislodged from the right side. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that the tray/pan was bent on the device. Would not load appropriately so was removed from the sterile field and not used. No patient consequence.